Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4).

Event description:
It was reported to vyaire that the vela ventilator experienced "vent inop, motor fault, low pip, and circuit fault" alarms. The customer confirmed that there was no patient involvement associated with the reported event.